Event description:
Complaint alleged that the casters were braking, but were beginning to ratchet. No injury alleged.

Manufacturer narrative:
Technician found that the casters were braking, but would ratched due to age of equipment replaced the three casters - 2 at head and 1 on right foot to resolve this issue. Stretcher found in day surgery.